Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6209829. A photo was received that showed no safety cap on the needle in package. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set were found without the IV plastic shield covering the IV end of the needle. There was no injury or medical intervention reported.